Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A technician reported a case of bilateral corneal epithelial abrasion, observed at one day post lasik treatment. Pt noted blurry vision. Add'l info has been requested. There are two related reports for this pt. This report addresses the right eye, an another MFR report will be filed for the fellow eye.